Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000221r, lot/serial #: unknown. The manufacturer representative (rep) went to the site to test the imaging system. They were able to access the system and determine the most likely cause of the issue. Upon arrival they could not reproduce the problem. While testing the drive they found both motors to be way out of tolerance. When the clutch was disengaged and no pressure applied both motors were moving in opposite directions. The system had a similar issue a little over a year ago and the strain gauge was replaced and the board calibrated. Since the boards voltage keeps drifting overtime it was recommended that the board be replaced. The rep again re-calibrated the board in hopes it will continue to operate as intended until the new board can be installed. The site stated that there was beeping coming from the digital drive board. Upon inspection the rep could not recreate the issue. They did find while testing that the drive board was way out of tolerance. They adjusted both motors output and test drove the unit. Based on the sites statement after adjusting the unit drove much smoother. The board was recommended to be replaced due to past issues with the boards calibration. The rep spoke with the site a week later and no further beeping/alarms were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to drive. No patient present no delay. Additional information was received stating that the system was driven and all test pointed to the drive board. It was tested and calibrated.